Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer had elevated blood glucose (bg) levels reaching approximately 360 mg/dl. Customer delivered a manual injection and a bolus to address elevated bg levels. Reportedly, the alarm was unable to be cleared. Customer reverted to manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. In addition, a different issue was found.